Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during attempt to place the needle into the safety mechanism the wing came off. Needle pierced through the clinician's glove, but did not pierce skin. No adverse health outcome resulted from this event.

Manufacturer narrative:
One unused sample of the reported lot was received for evaluation. Visual inspection did not reveal any abnormalities or non-conformance. In order to activate the safety mechanism and fully retract the needle, the pull test was performed. Needle was fully retracted and safety device mechanism activated as intended. No fault found with the returned unused device. Unable to determine root cause of reported event without actual used sample being returned for evaluation.